Event description:
It was reported that there was high superior vena cava (svc) impedance on the right ventricular (rv) lead. The svc impedance trended stable prior to it spiking and had been fluctuating greatly since then. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received inappropriate shocks due to fracture of the right ventricular (rv) lead. Pace/sense impedance was high, there was oversensing of noise, and short v-v counts were high. The patient was scheduled to receive a new lead but had a massive stroke after being admitted to the hospital, therefore the therapies were deactivated and the lead was capped and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This product was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action. (B)(4).

Manufacturer narrative:
(B)(4).